Event description:
An unsubstantiated legal complaint was received which alleges that plaintiff received breast implants and subsequently developed scar contracture and experienced joint and muscle pain, as well as autoimmune symptoms which include fibrositis.